Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between february 1, 2024 ¿ february 5, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; further described as "slow flow". This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. Approximately 150-200ml of residual fluid remained in the device filled with penicillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.